Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. H10: this event was previously reported. See MFR. Report # 2124215-2025-75913. Future updates to this event will be handle under this report.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this was a false positive related to a software update and magnet application during a surgery. Ts confirmed all other device functions remain available. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the physician opted to turn off tachycardia therapy. It was also mentioned that tones were emitted by the device. The physician turned off the beeping function. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that remote monitoring was disabled. Technical services discussed that this was a false positive related to a software update and magnet application during a surgery. Ts confirmed all other device functions remain available. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that the physician opted to turn off tachycardia therapy. It was also mentioned that tones were emitted by the device. The physician turned off the beeping function. No additional adverse patient effects were reported. This device remains in service.